Event description:
Central like dressing kits have had problems with dried out, (leaking), alcohol swabsticks for some time now. They have been in a separate inner plastic bag and at times completely dry (compromises site mgmt).